Event description:
Rptr indicated that the pt only had seizures at night pre-vns and that they started to have seizures during the day after vns implant. Parameter adjustments did not resolve the issue. Last known neurologist had not seen the pt for over 2 yrs. Further follow-up revealed that the vns therapy seemed to help for the first year and a half, but the pt then developed a seizure pattern of having seizures about every 3 weeks for about 3-5 days straight and then going about 3 weeks with no seizures. The pt's device had recently been programmed to off per the family member's request. The pt's family member reports that since the device was programmed to off, the pt is not having any more seizures.